Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 460 mg/dl. The customer treated with the insulin pump but declined troubleshooting for the high blood glucose level. The customer's current blood glucose level was 392 mg/dl. The customer also reported that he was getting a no delivery alarm on the screen of the insulin pump. The customer stated that he received a loaner insulin pump and it was having the same issue. The customer was advised that the positioning in the motor may have shifted. Troubleshooting was performed and the insulin exited. Customer stated that the cannula was not bent. Customer was advised that the site may been occluded. The insulin pump, infusion set, and the reservoir will not be returned for analysis.